Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their cobas e601 analyzer. The patient's initial hcgb result was <1 miu/ml accompanied by a data flag. The doctor called to question the result and the sample was repeated on a cobas e411 analyzer. The repeat result was 403.6 miu/ml. The customer considered the repeat result to be correct. There were no adverse events. The hcgb reagent lot number was 16494803 and the expiration date was 01/31/2013. The field service representative could not find a cause of the event. The customer patient masked hcgb on cell 2 to eliminate variable. The hcgb was unmasked after there were no further occurrences. A precision test was performed.